Event description:
It was reported that this newly implanted left bundle branch (lbb) lead into a cardiac resynchronization therapy defibrillator (crt-d) exhibited selective loss of capture (loc), low threshold measurements and morphology changes with different programming settings. Technical services (ts) reviewed noting there was no mode switch and biventricular pacing was off. The av delay was programmed 50 ms to beat intrinsic conduction. This lbb lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).